Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).

Manufacturer narrative:
(B)(4). Initial MDR mailed on june 26, 2013. On (B)(6) 2013, the customer reported that when the operator was positioning a patient for a CT clinical procedure on their br 16 water CT system, and when pressing the in button from the right gantry panel, the couch would continue to move in when the button was released. The field service engineer (fse) confirmed there was no harm to a patient or operator. The fse determined that the cause of the uncommanded motion was due to a stuck button on the right gantry panel and replaced the right gantry panel on (B)(6) 2013. The failed gantry panel was returned to CT engineering for investigation. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury because: emergency push button (mushroom) in service manual. Stop button. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Two independent controllers, driven by independent circuits, are controlling the couch motion. Buttons test during initialization. When tilt>25 ¿ double button pressing and slow movement. Based on the information provided the probable cause of this event was due to a stuck button on the right gantry control panel.

Event description:
Philips received information that the customer reported that when the operator was positioning a patient for a CT clinical procedure and when pressing the "in" button from the right gantry panel the couch would continue to keep moving "in" when the button was released. The field service engineer (fse) confirmed there was no harm to a patient or operator.

Event description:
Philips received information that the customer reported that when the operator was positioning a patient for a CT clinical procedure and when pressing the "in" button from the right gantry panel the couch would continue to keep moving "in" when the button was released. The field service engineer (fse) confirmed there was no harm to a patient or operator.